Event description:
It was reported that during a rotational atherectomy procedure, involving a calcified and 90% stenotic lesion in the mid rca, the physician was unable to maintain rpm's. No patient injuries or complications were reported.